Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the incision site. The patients incision opened up and the lead wires were visible. The infection appeared to be caused by the surgery to implant the spinal cord stimulator (scs) device however this was not device related. Nothing happened during the procedure to cause a known reason for infection post implant. The patient was placed on antibiotics and was attending a wound clinic. All device components were explanted and will not be returned per hospital policy.